Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received questionable insulin and free prostate-specific antigen (fpsa) results on their e-module. The customer stated that the values for insulin on both measuring cells were low, which was not normal for their routine. The samples were repeated on another e-module on (B)(6) 2013. It was noted the customer received several alarms around the time of the event. The customer stated they used two different reagent packs from the same lot of insulin reagent during this event. The customer provided data for 165 patients, 15 of which had discrepant results that were reported outside the laboratory. The first patient's initial insulin result was 3.59 uu/ml and it was reported outside the laboratory. The repeat result was 13.8 uu/ml. The second patient's initial insulin result was 3.77 uu/ml and it was reported outside the laboratory. The repeat result was 13.38 uu/ml. The third patient's initial insulin result was 3.53 uu/ml and it was reported outside the laboratory. The repeat result was 11.9 uu/ml. The fourth patient's initial insulin result was 3.24 uu/ml and it was reported outside the laboratory. The repeat result was 8.96 uu/ml. The fifth patient's initial insulin result was 6.53 uu/ml and it was reported outside the laboratory. The repeat result was 17.61 uu/ml. The sixth patient's initial insulin result was 6.35 uu/ml and it was reported outside the laboratory. The repeat result was 15.16 uu/ml. The seventh patient's initial insulin result was 4.14 uu/ml and it was reported outside the laboratory. The repeat result was 9.88 uu/ml. The eighth patient's initial insulin result was 5.83 uu/ml. The repeat result was 42.95 uu/ml. The initial result was reported outside the laboratory. After repeating the sample, the second result was reported outside the laboratory. The ninth patient's initial insulin result was 3.77 uu/ml. The repeat result was 26.75 uu/ml. The initial result was reported outside the laboratory. After repeating the sample, the second result was reported outside the laboratory. The tenth patient's initial insulin result was 2.61 uu/ml. The repeat result was 15.23 uu/ml. The initial result was reported outside the laboratory. After repeating the sample, the second result was reported outside the laboratory. The eleventh patient's initial insulin result was 6.58 uu/ml. The repeat result was 21.18 uu/ml. The initial result was reported outside the laboratory. After repeating the sample, the second result was reported outside the laboratory. The twelfth patient's initial insulin result was 7.59 uu/ml. The repeat result was 21.6 uu/ml. The initial result was reported outside the laboratory. After repeating the sample, the second result was reported outside the laboratory. The thirteenth patient's initial insulin result was 12.82 uu/ml. The repeat result was 28.96 uu/ml. The initial result was reported outside the laboratory. After repeating the sample, the second result was reported outside the laboratory. The fourteenth patient's initial insulin result was 12.81 uu/ml. The repeat result was 24.25 uu/ml. The initial result was reported outside the laboratory. After repeating the sample, the second result was reported outside the laboratory. The fifteenth patient's initial fpsa result was 0.542 ng/ml. The repeat result was 0.274 ng/ml. Information about whether the patients were adversely affected by this event was requested, but not provided. The insulin reagent lot number was 169839. The expiration date was requested but not provided. The fpsa reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service representative went on site and found that the procell filter was not properly tightened inside the procell bottle. The procell bottle was exchanged. There have not been any further alarms or problems seen by the customer.